Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure the sphincterotomy site needed to be extended. When the user reloaded the device onto the wire for reintroduction into the patient, it was noticed that the dreamtome had a split in the tip and the guidewire was exiting from the side of the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was kinked and twisted. The distal end of the exposed cut wire was blackened/burnt indicating cautery was performed. Tape residue was found on the finger ring. The distal tip with the cut wire was found to be twisted nearly 360º. The extrusion at the distal tip was ripped from the brown marker where the open guidewire channel ends to the tip, tearing open the closed extrusion all the way to the tip. Review and analysis of all available information indicated the most probable root cause for this event was operational context as the twisted, kinked, and ripped working length/distal tip are likely due to customer usage/handling during the procedure. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the sphincterotomy site needed to be extended. When the user reloaded the device onto the wire for reintroduction into the patient, it was noticed that the dreamtome had a split in the tip and the guidewire was exiting from the side of the device.. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure the sphincterotomy site needed to be extended. When the user reloaded the device onto the wire for reintroduction into the patient, it was noticed that the dreamtome had a split in the tip and the guidewire was exiting from the side of the device.. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".